Event description:
Patient had ventricular catheter insertion in 2006. All tubings were attached appropiately except that the female red end plug covering one of the ports was not removed. The tubing coming from the pt was able to fit into the outside part of the female red plug, but no drainage was draining into the drainage bag because the red plug had no opening at the end that sits in the tube. This device has room for error, nothing should have the access to fit into the red plug from the out side, as the red cap's only function is to keep the drainage bag etc sterile.